Event description:
It was reported that during a da vinci si partial nephrectomy procedure, the jaw on the pk dissecting forceps instrument broke off and fell into the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found one broken grip jaw at the distal clevis at the grip's base. The broken grip tip was returned taped to the instrument's housing. No broken cables or additional damage was found on the distal end of the instrument; however, biodebris was present. Engineering concluded that the damage was likely due to excess force applied to the jaw or other type of mishandling. The instrument passed electrical continuity testing. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Isi has made several follow-up attempts to obtain additional information concerning the reported event; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received.